Manufacturer narrative:
A supplemental report will be submitted upon completion of investigation.

Event description:
It was reported that during pm, the cardiosave was noted with "high pitched alarm noted when the unit was powered on, no messages displayed. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6, h11. Corrected fields: d4. The field service engineer (fse) tried to duplicate the issue by power cycling several times but could not duplicate the reported issue. Fse completed a full pm service under the pm service order and had no issues, all tests passed to factory specifications. Full pm, calibration, safety, and functionality checks completed per the service manual and passed to factory specifications. Returned to the customer and released for clinical service.

Event description:
It was reported that during scheduled preventive maintenance (pm) getinge field service engineer (fse) found the cardiosave intra-aortic balloon pump (iabp) had note on that stated high pitched alarm noted when the unit was powered on, no messages displayed. There was no patient involvement.